Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction with redness, inflammation, swelling, dry/flaky skin, pustules and an infection that extended beyond the patch perimeter at the needle insertion site. There was also pain/discomfort in the area. On (B)(6) 2026, the patient went to an urgent care and was told by the doctor that the area was infected after observing the irritation and prescribed doxycycline (100mg every 12hrs for 10 days) and mupirocin ointment 2 percent (twice a day). The patient was at urgent care for an hour and then left to purchase the medication. At the time of the report, the patient was doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).